Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated, the patient was seen by and/or contacted the healthcare professional since patient contacted the manufacturer. There were no device performance issues and/or malfunctions observed. No intervention and/or action was performed (including re-programming).

Manufacturer narrative:
Concomitant medical products: 4471, lead. Implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) was not working. The ipg remains in use. No patient complications have been reported as a result of this event.